Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The physician inserted the catheter through the sheath into the iliac artery when he tried to torque it the catheter kinked and separated about seven inches from the hub. The physician was able to remove it from the body using a snare device to remove the remaining piece in the body. There was no patient injury reported. The target lesion was the right saphenous vein graft. The iliac was tortuous. There was minimal resistance while advancing the catheter. The device prepped normally and there were no anomalies noted in the packaging.